Event description:
The caregiver (cg) contacted baxter's technical service center a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during dwell 4 of 5. The patient was connected. The cg called the registered nurse (rn) who advised the cg to take the patient off the machine, perform a manual drain, and call baxter for technical assistance. The baxter technical service representative explained the alarm. The cg would call the rn to let them know that an air detect alarm occurred. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011, regarding the reported se 2240. The cg stated the patient was in dwell 4 of 5 when the alarm occurred so they ended therapy on the machine and performed a manual drain. The cg stated they did not notice any visible damage or abnormalities with the supplies in use. The cg spoke with the nurse and they could not determine what might have caused the alarm. The patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.